Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Device was received with scratched case, minor scratched display window, broken reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding to clear the alarm. The customer stated that the device was on a shelf while he was taking a shower. Blood glucose value was 220 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.